Event description:
It was reported that this right ventricular (rv) lead presented high impedance measurements out of range due to a suspected fracture, to it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.